Event description:
It was reported that the balloon ruptured. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted in the cineangiocardiogram that the balloon ruptured on the distal side. However, when it was taken out from the patient's body, the balloon was not ruptured and could still be inflated. The procedure was completed with the original device. There were no patient complications and the patient's condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. During analysis, the returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied, and the balloon inflated to rated burst pressure (rbp) of 12 atmospheres without issues and deflated with no issues within 5 seconds. There was no sign of leaking or damage on the balloon. No issues were noted on the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no issues with the shaft of the device. No issues were noted on the shaft of the device that may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted in the cineangiocardiogram that the balloon ruptured on the distal side. However, when it was taken out from the patient's body, the balloon was not ruptured and could still be inflated. The procedure was completed with the original device. There were no patient complications and the patient's condition was good post procedure.